Event description:
It was reported that a pt incident occurred during a laparoscopy with the electrosurgical unit (esu/generator). During a laparoscopic procedure to repair a hernia in the left upper abdomen, the small bowel became thermally damaged. Therefore, open surgery was performed to resection the pt's damaged/perforated bowel. The account further reported that in the laparoscopy the olympus instrument's insulation was defective and had contact to the metalic trocar. Note: the esu was distributed by our parent company (erbe (B)(4)) to a (B)(6) hospital.

Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specs for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the reported info, it appears that the olympus instrument through its compromised insulation transferred conductive energy through the trocar during the laparoscopy resulting in damage to the bowel wall. However, no conclusive determination could be made as to the cause of the incident. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.